Manufacturer narrative:
Device investigation: the distal tip of the catheter is flattened for the first 6cm. At the hub strain relief of the unit there is a 45 degree bend in the shaft and a single axis bend 0.5cm beyond the end of the strain relief. The distal tip of the catheter is flattened such that a 0.41" mandrel can not be introduced without apparent resistance. This device should accept a 0.070" mandrel without resistance. An attempt was made to reload the catheter into an exemplar shipping tube but could not. The tip was deformed enough to make introduction into the tube impossible. The tip of the unit was obviously damaged. The incident report implies that the unit came out of the box this way. Given the way this device is packaged, this would be impossible unless it was crushed as it was being removed from the sterile envelope. The DHR of this mfg lot has been reviewed. Note: this complaint was called in by the hosp on (B)(6) 2010. However, complete info regarding the description of the complaint was not available until (B)(6) 2010.

Event description:
In preparation for a procedure, two neurons were opened and found kinked just proximal to the tip. One was discarded and the other returned to penumbra. A third neuron was opened with no damage and the treatment was completed.